Event description:
Information was received from a consumer regarding the patient's implanted infusion pump containing morphine (dose and concentration unknown). The indications for use included non-malignant pain and chronic low back pain. On (B)(6) 2017, it was reported that the patient's personal therapy manager (ptm) displayed error code 8476, indicative of a motor stall. The patient was already scheduled to have a new pump implanted on (B)(6) 2017. No patient symptoms were reported, and the patient was to follow-up with a healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.